Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer provided the patient sample for investigation. Of the data provided, erroneous ft3 results were identified between a centaur analyzer, and an e411 analyzer used at the investigation site. It is not known if erroneous results were reported outside of the laboratory. No adverse event was reported. The ft3 reagent lot number was 183221 with an expiration date of 01/31/2016. A specific root cause could not be identified. Based on the available data, a general reagent issue can most likely be excluded. There was not enough sample volume left to complete the investigation. When comparing values from different types of analyzers, variances can be expected. For thyroid parameters, age, gender and other patient characteristics should be considered when comparing values.